Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed via evaluation of the centrimag 2nd generation primary console (serial number (B)(6)) at the service depot. The console was powered on, and after the boot-up sequence, an s3 alarm activated. The issue was isolated to the fan assembly, as it was not functional. The fan assembly was replaced, and the issue resolved. The console underwent functional checkout and passed all applicable tests. The console was returned to the rental pool, and the replaced fan assembly was forwarded to the product performance engineering (ppe) group for further analysis. During ppe analysis, the fan assembly was installed into a test console. The s3 alarm was reproduced, and the fan was unable to rotate. The voltage to the fan was measured to be at the expected threshold. Additionally, the fans wires were measured and were found to be within the acceptable resistance threshold. No further testing was performed. Review of the downloaded log file revealed on 29aug2025, an s3: system alert activated due to an sf_sps_fan_speed sub fault, consistent with the observed fan assembly damage. The alarm did not affect the pump operation. The alarm did not resolve before the console was powered down. The system was intermittently powered on between 30aug2025 ¿ 05sep2025, and the s3: system alert reactivated. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The reported event was determined to be due to a damaged fan assembly; however, the root cause of the damage could not be conclusively determined through this analysis. Incidental findings: damage ¿ flow pcb. The device history records were reviewed for the centrimag console (serial number (B)(6)), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual, rev. E provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including system and flow alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: there was no patient involved. D.4.: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an s3 alarm occurred while priming a circuit. The alarm was acknowledged and was still present. The console was to be returned for evaluation.